Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was in the high 200 mg/dl range. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly the customer resolved the issue by changing the infusion set on the first occurrence and cartridge when the alarm reoccurred. The customer used fiasp insulin. Tandem's technical support educated customer on insulin labeling. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.